Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported issue. The grip close cable was derailed at the distal idler pulley. Grips would still open and close, but movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. Additional observation not reported by the site was that the instrument grip cable was frayed where the derailment occurred. Grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Other cables at wrist are not damaged. Additionally the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch exhibiting light material removal and had a rough surface finish. Scratches are short in length and not axially aligned with the tube. Additional observation not reported by the site was that the instrument distal pulley has mechanical indentations. The indentations were at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage found.

Event description:
It was reported after a da vinci procedure that the prograsp forcep's cables were coming off the pulley. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.